Event description:
It was reported the patient¿s implantable cardioverter defibrillator could not be interrogated. There was no electromagnetic interference and the patient had not had any recent procedures which might have interfered with the implant. An effort to interrogate the device via the engineering test page also failed. No further information was available.

Event description:
New information received notes that on (B)(6) 2017 the patient¿s implantable cardioverter defibrillator¿s battery had reached its normal end of life and was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported field event of communication failure was confirmed by analysis. Upon receipt, the device was interrogated on the programmer, but no communication could be established. During analysis, the battery was bypassed with an external power supply and the device was able to communicate with the programmer. The device was tested on the bench and no anomalies were found.